Manufacturer narrative:
The monitor and electrode belt have not been returned for evaluation. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the treatment. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient was appropriately treated 4 times by the lifevest during vt/vf. The arrhythmias were converted to a slower rhythm except after the third treatment. Patient experienced a higher rate of vt after the 3rd treatment event. After the fourth appropriate treatment, the patient¿s post-shock rhythm was asystole with intermittent cardiac activity, motion artifact and electrode lead falloff for 26 seconds before transitioning to sinus bradycardia/rhythm from 40-80 bpm with pvcs and motion artifact. Post shock asystole is a known and potentially adverse outcome of defibrillation therapy. The patient was reportedly unconscious at the time of the events. The response buttons were pressed earlier in the detection sequence but not immediately prior to shock delivery. The response buttons were also pressed after the treatment was delivered. The response buttons functioned appropriately. The patient went to the hospital for evaluation. The patient ended use the lifevest. No deficiencies were alleged against the device. The patient reportedly fell and was injured during the events. Patient had surgery to repair disc c6 on the spinal cord. Outcome of the injuries are unknown.